Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that ah plus export 3ml china, the paste was thin and the gutta-percha point cannot solidify and the root canal became inflamed, requiring second treatment.

Manufacturer narrative:
Investigation results no customer samples was sent in. For this reason, tests were carried out on retained samples. The material identity of the tubes ("amin & epoxid") corresponds to the reference samples. The consistency and the setting behavior of the material are okay and within specification. No abnormalities. A systematic error can be excluded. The investigation did not confirm the reason for the complaint. DHR the DHR of the complained batch was checked. There were no abnormalities in the DHR. Failure mode- setting improperly/not setting root cause handling issue conclusion code- indeterminable.